Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure.

Event description:
Healthcare professional reported right side pain, possible rupture, and anxiety. Device remains implanted.

Event description:
The right mammary prosthesis seems intact without signs of complication event rupture will be unreported.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, lymphadenopathy, and silicone migration

Event description:
Patient representative later reported right side "periprosthetic liquid minimal in the right side breast" and "armpits are observed lymph nodes with silicone inside" via ultrasound.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, h6.

Event description:
Healthcare professional additionally reported "baker grade iii, fibrous capsule." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device silicone migration: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reports pain and possible rupture. Patient representative later reported patient "knew about the recall of the devices" and was "diagnosed with periprosthetic liquid" and ultrasound report provided shows " armpits are observed lymph nodes with silicone inside" and ¿the right mammary prosthesis seems intact without signs of complication". Healthcare professional has further reported capsular contracture baker grade iii and lower right periareolar millimetric cyst, 4 mm in diameter. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Pain: unable to observe. Anxiety-product/procedure: unable to observe. Seroma-late: unable to observe. Silicone migration: unable to observe. Lymphadenopathy: unable to observe. Cyst: unable to observe. As per the investigation procedure, observed an opening assessed as surgical damage, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reports pain and possible rupture. Patient representative later reported patient "knew about the recall of the devices" and was "diagnosed with periprosthetic liquid" and ultrasound report provided shows " armpits are observed lymph nodes with silicone inside" and ¿the right mammary prosthesis seems intact without signs of complication". Healthcare professional has further reported capsular contracture baker grade iii and lower right periareolar millimetric cyst, 4 mm in diameter. The device has been explanted and replaced with a non-allergan device. This relates to the right side.